Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parent brought the child to the clinic for regular follow-up mapping. The recipient was not responding to sounds with the device for the past 2 months. Re-implantation is planned but no date has been scheduled yet.

Event description:
Parent brought the child to the clinic for regular follow-up mapping. The recipient was not responding to sounds with the device for the past 2 months. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. Further the recipient suffers from re-occurring otomastoiditis. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Parent brought the child to the clinic for regular follow-up mapping. The recipient was not responding to sounds with the device for the past 2 months. Re-implantation is planned but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. Further the recipient suffers from re-occurring otomastoiditis. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.

Event description:
Parent brought the child to the clinic for regular follow-up mapping. The recipient was not responding to sounds with the device for the past 2 months. The recipient has been re-implanted.